Event description:
A customer reported an issue where the insulin gauge on their pump was stuck at 60 units for at least two days, leading to uncertainty about the actual insulin level in the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support explained that the issue could occur due to a large variance in the measured pressures used for calculating the insulin amount. They informed the customer that once the remaining insulin aligns with the static display, the fill estimate would adjust and count down normally. The customer understood and acknowledged the explanation.